Event description:
Clinical study. It was reported that on the same day of a coronary artery drug-eluting stenting treatment procedure, the pt had a non-q wave myocardial infarction (mi). The index procedure treated 1 de novo target lesion located in the mid left anterior descending artery. Pre and post ivus was used. The physician successfully implanted a 3.5x16mm taxus express2 drug-eluting stent at 17 atms. The pt had a non-q wave mi on the same day as the index procedure. He was discharged 1 day post index procedure on aspirin and plavix.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Therefore, no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties, experienced during the procedure, could not be determined.